Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed selftest, unexpected restart error test and displacement test. However, insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to slightly loose drive support disk. Unable to occlusion test, prime test or excessive no delivery test due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 363 mg/dl. Troubleshooting was performed for prime rewind. The customer indicated that the drive support cap was protruded. The insulin pump will be returned for analysis.